Event description:
Customer reported there are holes in the tyvek and clear film of the pouches.

Manufacturer narrative:
Devices were returned from the distributor for review. The holes in the packaging were confirmed in the ten returned devices. Six holes were in the nylon film, and four were in the tyvek side of the pouch. The devices were sent to third party packaging technology center for further review into the cause of the holes where it was determined that the holes were consistent with a strike test (completed by hitting the pouched device against a bench top). As this complaint came from a distributor in (B)(6) and we have received no other customer complaints for this defect, it has been determined by the manufacturer that the root cause is impact during shipment; specifically the extended shipment to (B)(6). The current preventative action for this defect is inspection on-site by the distributor in (B)(6). We will continue to monitor and trend to take action when necessary.